Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 26-jun-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported that her pump was alarming and that she was unable to turn on her remote. Troubleshooting was unsuccessful. Her backup pump and remote were previously dropped in the rain, making them inoperable. Replacement systems were sent. No adverse side effects were reported. Logs from remote (B)(6) (paired with pump (B)(6)) show that the system generated multiple pump idle attention alarms with null timestamps. It cannot be confirmed if these were the alarms the user reported. The logs indicate that these attention alarms were generated either 15 minutes after being powered on without a delivery being started, or 15 minutes after the last pump idle attention alarm, and are therefore expected behavior. Logs from remote (B)(6) (paired with pump (B)(6)) show that no events were logged within the timeframe of the complaint. The report that the pump did not work could not be confirmed. During investigation, both remotes would not power on. A known-good, fully charged battery was then installed in each, but the remotes would not power on. The report of the remotes not powering on was confirmed. The remotes were disassembled, and evidence of fluid ingress was observed in both. Fluid ingress into remote (B)(6) may be attributed to the report that the remote was dropped in the rain. The cause of the fluid ingress into remote (B)(6) cannot be determined. Both pumps functioned within specification during investigation.